Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, the buttons on the insulin pump weren't responding during bolus. The numbers kept ramping rapidly during bolus. The customer's blood glucose was 123 mg/dl. The customer had to press the button multiple times for the device for respond. Customer was advised to revert to back up plan. The device is not returning for analysis.